Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the right ventricular lead exhibited failure to capture. It was suspected that the lead was dislodged, fractured, or had insulation damage. The patient presented for procedure on (B)(6) 2022 for lead revision procedure and the lead was repositioned successfully. The patient was stable post procedure.

Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the right ventricular lead exhibited failure to capture. It was suspected that the lead was dislodged. The patient presented for procedure on 31 jul 2022 for lead revision procedure and the lead was repositioned successfully. The patient was stable post procedure.